Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient stated it hurt "like hell" when they attempted to put in the right lead. They could not feel stimulation on the right lead and reached maximum settings at 6.1 volts. They were back on the left side and felt stimulation comfortably. They mentioned the therapy had turned itself off on its own when they checked their settings. They also believed their left lead had moved, as they used to feel it stimulating their bladder, but now they felt the stimulation on the left side of their rectum, which made them feel like they needed to have a bowel movement. Their symptoms had become worse in the last 36 hours. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. No diagnostics/troubleshooting was performed, and no interventions/actions were taken. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot# unknown, implanted: (B)(6) 2021, product type: screening device references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.